Event description:
The report received from the affiliate from a clinical study, indicated that approximately 13 months after pta, 3d-cta was performed and in-stent thrombosis was confirmed. The target lesion was 58% stenosed. However, as the pt had no neurological symptoms, no treatment was given and he was being monitoring carefully. Pta was performed on a 60% occluded lesion in the right common carotid artery of 55mm in length in a 1.62mm vessel diameter. Access was made via the right femoral artery. There was no calcification and vessel tortuosity. There was no pre-dilatation. An angioguard xp was successfully deployed and retrieved. Then two precise stents (p08040xc, 13137936/p08040xc, 13281095) were successfully deployed at the target site. Post-dilatation was performed with an unk 4.5mm balloon catheter at 14atm. The residual diameter stenosis was 20%. The pt was taking clopidogrel sulfate and aspirin before the procedure. Cilostazol was prescribed two months after the procedure to prevent restenosis and clopidogrel sulfate was stopped on the same day the cilostazol was started.

Manufacturer narrative:
Please note that this device is not available for testing and eval. Thirteen months after having two stents placed in the right common carotid artery, the pt returned and was noted to have a 58% restenosis of the target lesion. As the pt had no neurological symptoms, no treatment was given and he was being monitoring carefully. A review of the manufacturing documentation associated with both lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process, and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01576.